Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during drain. The technical service representative (tsr) instructed the home patient (hp) to cycle power to clear alarm and advised the hp to disconnect from the machine. The tsr then assisted the hp to remove the cassette. The technical service representative (tsr) explained that a se 2240 indicates a large amount of air has entered setup and further advised the hp to contact his nurse about missed therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
During log review notification, an additional issue of increased intraperitoneal volume (iipv) event was found in the therapy logs: occurrence date (B)(6) 2010, during cycle 4, ultrafiltration (uf) of 935 milliliters (ml).

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated he did not remember the incident, but confirmed that he had not been ill or had any infections. The supplies used that night have been discarded, and lot information was not available. An engineering quality review was completed for this report of a system error 2240. This report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, a root cause could not be determined. The lot number was not provided; therefore, a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).